Manufacturer narrative:
Findings: pump unable to prime during prime test due to faulty force sensor (gold). Unable to verify no delivery alarm due to prime anomaly. Pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly. Pump had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm during bolus. Customer's blood glucose at time of incident was 20.5 mg/dl. The customer was asked to deliver 5 units via fill cannula and insulin did exit after prime. The customer was advised the pump is working as designed. Customer insisted on replacing the pump. The customer was asked verbally and in written form to return the broken pump for analysis.